Event description:
While on site retrieving information for an other complaint, the company clinical representative noticed that the 3.2 mm drill adaptor has the same issue: the 3.2 mm drill bit could not fit through it.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
While on site retrieving information for an other complaint, the company clinical representative noticed that the 3.2 mm drill adaptor has the same issue: the 3.2 mm drill bit could not fit through it.

Manufacturer narrative:
It was reported that the 3.2 mm drill bit could not fit through it.3.2 mm drill adaptor. The subject drill adaptor, sn (B)(4), was returned at the manufacturing site for investigation. A visual inspection did not indicate any external visible damage that could have caused or contributed to the event. No further analysis was performed on the returned part as the reported event is assessed to be linked to an existing CAPA. The investigation performed through this CAPA concluded that the drill adaptor design must be improved. D4 unique identifier (UDI) #: (B)(4). Corrected data: - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer; - h4 device manufacturer date; - h6 event problem and evaluation codes; - h10 additional narratives/data.

Event description:
While on site retrieving information for an other complaint, the company clinical representative noticed that the 3.2 mm drill adaptor has the same issue: the 3.2 mm drill bit could not fit through it.